Event description:
It was reported that during an unknown procedure, the device fired correctly the first time but then could not be reloaded. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that the atb35 device was received in good visual condition and without reload present. However, it was received a cartridge pan loose inside the plastic bag. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).